Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined for the event reported. Nevertheless, it is likely the following led to the malfunction: about the error e207 (lamp lighting error) occurred because the lighting function of the lamp did not work properly due to faulty emergency lamp and about the no endoscopic image on the monitor event it is probable that occurred due to rusty scope socket. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the device had an e207 error due to the emergency lamp being defective. Additional findings noted the scope socket unit was observed to be rusty, resulting in no endoscopic image on the monitor. The control panel was observed to be rusty and had a stain. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis extera iii xenon light source emergency lamp indicator was blinking. The issue was discovered during preparation before use. The facility finished the diagnostic upper gastrointestinal procedure with another similar device. There was no patient harm associated with the event.